Manufacturer narrative:
E1 - (B)(6).the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit device exhibited occasional blackout alarm. The event was found at a not-clinical setting. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, a printed circuit (cr) board failure was identified during the device evaluation. Based on the results of the investigation, it is likely the cr board failure led to the malfunctions. However, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.